Event description:
Patient reported during their infusion last night, towards the end, the pump had failed. Patient stated it just stopped working, and when patient manually tried to push reset the pump did nothing. Patient reported there was about 1-2 tablespoons of medication (15ml-30ml) that was possibly missed/not infused, patient is not exactly sure. Patient denied symptoms due to faulty pump. Patient reported they will self dispose of faulty pump. Device serial number and expiration unknown. No further information, details or dates available. Pump return tracking information is not available. Photographs were not provided. Position of pump when alarm occurred is unknown. This is a continuous infusion. Set flow rate and volume delivered are unknown. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: hizentra - 16gm. Hizentra indication: common variable immunodeficiency, unspecified; selective deficiency of immunoglobulin a [iga]. Did patient miss a dose or have an interruption to therapy? - yes, possibly. Patient is not sure. Please see event. Did adverse event(s) result due to product issue? - unknown did pharmacy replace device? - yes is device associated with event available for return? -no.